Event description:
The following info was obtained in review of a journal article and reports the in-stent restenosis of the ostial left main (lm) approx within 3 mos following cypher implant. This pt had (2) cypher stents implanted as noted below: 1. Cypher 3 x 18 - crushing technique. Restenosis was in the ostial lm (focal) and treated with CABG. 2. Cypher 3 x 18 - kissing technique. Restenosis was in the ostial lm (focal) and treated with CABG.